Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer experienced a cursor misalignment issue, autonomous movement of the cursor, or activation of on-screen features. However, it was confirmed that the stylus was slightly bent, its tip was loose, and it was intermittently working. Additionally, it was noted that the keyboard sliding rails, keyboard front latch (considered acceptable), right keyboard, upper and lower bullets were broken. The upper hinges were worn, and the printer was broken and nearly empty. An electromagnetic interference repair was performed to avoid the screen issues with the activated finger-touch option. The finger-touch option was tested and worked correctly. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer had a cursor misalignment issue. It was noted that the programmer's display screen was difficult to operate with the stylus pen. The programmer was switched to touch mode, and when attempting to select the 'impedance measurement' with finger touch, the cursor selected the emergency defibrillation option, and a confirmation pop-up message appeared. It was further noted that due to the uncertainty of whether selecting on the touch screen again with the finger touch would cancel the defibrillation request or not, the programmer was switched off as a precaution to avoid unwanted defibrillation. No patient complications have been reported as a result of this event.